Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿collapsed drainage lumen due to wall thickness and durometer¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Remove tray lid. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Open lubricant. Lubricate catheter. 6. Open packet of swabs. 7. Prep patient with swabs. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory." Correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that representative heard multiple people have the ureteral catheter initially started to drain urine but then the flow stops and could still palpate the bladder was full. Stated that they seem to believe it might be the lubricating jelly in the kit was too viscous and it clogs the catheter opening and prevents urine drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that representative heard multiple people have the ureteral catheter initially started to drain urine but then the flow stops and could still palpate the bladder was full. Stated that they seem to believe it might be the lubricating jelly in the kit was too viscous and it clogs the catheter opening and prevents urine drainage.